Event description:
Patient was implanted with essure in (B)(6) 2011. One month post-op, she began experiencing discomfort, backache, stabbing pain that radiates to the legs and to the left side of the body. She had surgery to explant the device in (B)(6) 2011. Her doctor says the device had been removed, but a recent ultrasound indicates the device is still in place. Patient claims the surgeon had used a wrong procedure per MFR. Patient claims she was not informed of these adverse effects prior to getting the device.